Manufacturer narrative:
The product was discarded due to contamination. A review of the complaint database for the last two years shows no other reports of this nature for this item.

Event description:
The exam glove reportedly ripped while in use resulting on blood and tissue exposure. The glove was used during a vaginal exam on a pt who was actively miscarrying. When the nurse completed the exam, she noted that the glove had a large tear in it. The nurse is pregnant and had a prior laceration on her hand. The site was cleansed thoroughly and appears to be healing well. Unspecified lab tests were performed on the pt's blood. The report source indicates she does not anticipate any issues for the health care professional due to the exposure.